Event description:
It was reported while using peripheral IV catheter insyte¿ autoguard¿ 20 gauge a needle was slow to retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381433 batch no: 1187258.   It was reported by the consumer the needle does not retract   verbatim: they are reporting that the needle does not retract or is ¿sticky¿ on retraction.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported while using peripheral IV catheter insyte¿ autoguard¿ 20 gauge a needle was slow to retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381433; batch no: 1187258.   It was reported by the consumer the needle does not retract. Verbatim: they are reporting that the needle does not retract or is ¿sticky¿ on retraction.

Event description:
It was reported while using peripheral IV catheter insyte¿ autoguard¿ 20 gauge a needle was slow to retract. There was no report of patient impact. The following information was provided by the initial reporter: material no: 381433 batch no: 1187258.   It was reported by the consumer the needle does not retract   verbatim: they are reporting that the needle does not retract or is ¿sticky¿ on retraction.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: our quality engineer inspected the representative samples submitted for evaluation. Bd received 32 sealed 20g x 1.00in. Insyte autoguard units from lot number 1187258. A sampling of 20 units were randomly selected and were functionally tested for needle retraction. The units were inspected for excess gel prior to retracting the needle. All 20 units were found to have excess gel in the proximal end of the grip. Upon testing, all units retracted the needle successfully, however, the needle retracted slowly for all units. It is likely that the excess gel was contributing to the slow retraction. The defect of slow retraction was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excess gel due to incorrect equipment settings. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.